Event description:
It was reported by repair work order that the lift would drift due to worn lift motor actuator nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.